Manufacturer narrative:
The erbe esu and biclamp instrument were thoroughly evaluated. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit. In addition, no anomalies were found in the device history record (DHR) of the esu. An examination of the biclamp instrument revealed signs of use, but no defects. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The erbe biclamp instrument was placed on the cover of the patient's abdomen between two activations. The burn was most likely caused by the instrument being placed down on the patient while still hot. The esu user manual and the biclamp notes on use warns users not to place instruments on patients and to store instruments not being used away from the patient. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an open abdominal hysterectomy. The esu was used with an erbe biclamp instrument (part number 20195-200, lot number wo446391) and a comepa neutral electrode (note: specific information regarding the electrode was not conveyed to erbe.). No information was provided regarding any other accessories used in the surgery or the equipment's settings. Intraoperatively, a burn on the patient's skin occurred below their naval (note: it was reported the erbe biclamp instrument, between two activations, was placed on the cover of the patient's abdomen.). The burn/necrosis was 2.4 cm² in size; however, no further treatment was deemed necessary.